Event description:
It was reported that during ventilation of an intubated patient, the device screen suddenly turned off without stopping ventilation. Access to settings and alarm display was no longer possible. There were no patient health consequences reported.

Manufacturer narrative:
The affected device was examined onsite by technician and the log file was made available for further investigation. Based on the device examination, a temporary disruption of the electromechanical contact between the display unit (ecd) and the ventilation unit was identified as root cause of the reported event. After reseating the pba syscon ecd, the device was successfully tested according to the manufacturer¿s specification. Basded on the log file analysis, the issue could be confirmed as the log file shows the 'device failure (14)' alarm. In case of an impaired internal hdbaset communication between the ventilation unit and the ecd the alarm message 'device failure (14)' will be raised. The ventilation will be not affected and continued as set. The display functions and operability of the ecd might be affected in case of an active 'device failure (14)' alarm event depending on then technical root cause. The user may misinterpret a temporary display malfunction or black screen as a shutdown. If the internal hdbaset communication fails completely, the secondary alarm (piezo speaker) of the ventilation unit will sound. Safety relevant parameters as fio2, minute volume and airway pressure are displayed on the supplemental oled-display wherein the user can observe the ongoing ventilation. In the current event, the device reacted as specified to a detected internal deviation and generated the corrersponding alarm message. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.

Event description:
It was reported that during ventilation of an intubated patient, the device screen suddenly turned off without stopping ventilation. Access to settings and alarm display was no longer possible. There were no patient health consequences reported.